Manufacturer narrative:
The user facility is outside of the united states current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due malpositioned components, third-party debris, or joint laxity; however, a conclusive determination could not be made. There are warnings in the package insert that these types of events may occur. Under warnings, number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Under possible adverse events, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 11 states, "wear and/or deformation of articulating surfaces." This report is 2 of 2 filed for the same event (reference 3002806535-2015-00092 / 04183).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2015 due to an unknown reason.